Event description:
It was reported that during an unk procedure, the white tissue pad on the device became loose and peeled or burned off. Did not fall into the pt. Lots of condensation and burn smell. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.